Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a low blood glucose (bg) level (value not provided), and a loss of consciousness causing customer to fall and sustain an unspecified back injury. Cause of low bg level was unknown. Customer was unable to provide treatment received. Reportedly, customer left the ER 3 hours later with customer in stable condition.